Event description:
It was reported that the patient presented to the clinic with severe oxidation to their modular cable and system controller. Both would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of oxidation issue was confirmed with the returned modular cable (lot # 201404). Visual inspection revealed the pins within the controller connector end has green/blue fluid. Both strain relief has discoloration, and the green/blue fluid was on the strain relief/connector on the controller connector. The modular cable was tested to evaluate the integrity of its wires, which did not pass electrical measurements. The fluid ingress issue was resulting in shorted condition between pins during the evaluation. Of note, there were no reported alarm issue during use. The green/blue fluid appears to have ingress through the bulkhead within the returned system controller. A root cause that led to the fluid ingress issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.